Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated from fallopian tube") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety, abnormal weight gain ("excessive weight gain"), dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse/painful intercourse") and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (or about (B)(6) 2015, underwent a partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine, depression, abnormal weight gain, dysgeusia, fatigue, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, depression, device dislocation, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: event severe vaginal bleeding and migrated from fallopian tube was added and essure start date was updated. Legal claim received. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated from fallopian tube/ migration of essure device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included ovarian cyst. In 2009, the patient experienced menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), abdominal pain ("chronic abdominal pain"), migraine ("excessive migraine headaches/migraines"), dyspareunia ("pain during intercourse/ painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abnormal weight gain ("excessive weight gain/ weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), depression ("depression") with anxiety, dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue") and urinary tract infection ("urinary tract infection"). The patient was treated with antibiotics, ibuprofen and surgery ((B)(6) 2015, she had underrwent a partial hysterectomy/ supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic discomfort, back pain, abdominal distension, migraine, depression, abnormal weight gain, dysgeusia, fatigue, urinary tract infection, female sexual dysfunction, headache and vaginal discharge outcome was unknown and the menorrhagia, abdominal pain, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic discomfort, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in device insertion date. Previously reported date: (B)(6) 2009. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. New reporters added. Plaintiff demographics added. Concomitant condition and treatment drug added. Product indication added. New events added: urinary tract infection; apareunia (inability to have sexual intercourse); headaches; dysmenorrhea (cramping); vaginal discharge, plaintiff denies undergoing an essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 months later, she underwent a surgery to remove essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 08-nov-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive migraine headaches, depression, excessive weight gain, metal taste in mouth, anxiety, chronic fatigue and pain during intercourse. Consumer never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2015, consumer underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 months later, she underwent a surgery to remove essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.